Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal generator change procedure. During the procedure, it was noted that the patient's right ventricular lead had externalized conductors. The lead was noted to still be functioning normally. The lead was capped and replaced. The patient was stable throughout.